Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient underwent bilateral implants with intraocular lens model zlb00 in both eyes and she is very unhappy with the outcome. She sees 20/40 distance but claims that she can barely read and has a lot of glare that prevents her from driving. It is possible surgeon will do a lens exchange. This is report 1 of 2 (right eye). A separate report is being submitted for the left eye.

Manufacturer narrative:
Additional information: as a result of follow up the following information was provided: this report is for the right eye. (B)(6). Female. Expiration date 1/21/2020. Catalog number zlb00u0220. (B)(4). Implant date (B)(6) 2016. Manufacturing date 1/21/2016. Account reported that the lenses are expected to get explanted summer (2017) and the surgeon will need to cut the lenses prior to removal. The surgeon reported that would like to exchange the iols for comparable symfony zxr00 lenses. The surgeon says the issues are attributed to a lens problem.